Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was detected on the atrial and ventricular channels due to electrocautery. The device oversensed the noise causing false vf episodes. No therapy was delivered. The device remains implanted. There were no adverse consequences to the patient.